Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. During preparation they found that part of a 2.50x16mm promus element stent was lifted. The procedure was completed with another of the same device. No patient complication were reported and the patient status was good.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. During preparation they found that part of a 2.50x16mm promus element stent was lifted. The procedure was completed with another of the same device. No patient complication were reported and the patient status was good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most proximal row were lifted upwards. No further issues were noted with the crimped stent, tip and balloon of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).